Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent. Ams initiated a corrective action resulting from an internal quality systems audit to investigate the root cause regarding medwatch forms which had not been filed for these complaints. The investigation resulted in the need to file this medwatch 3500a form to address the corrective action. This is not related to any field action or product recalls.

Event description:
Clinical study site (B)(4), subject (B)(6) was implanted with an advance sling on (B)(6) 2009. On (B)(6) 2009, it was reported the pt had worsening stress urinary incontinence. Pt scheduled for an artificial urinary sphincter on (B)(6) 2009. Info received suggests the surgery occurred, issue resolved on (B)(6) 2009. No further info provided.